Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "torn hose" was confirmed. (B)(4) evaluated the device finding the outer hose of the unit had been cut or torn. This type of failure is likely due to mishandling during cleaning. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) that the "cord is cut". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.